Event description:
It was reported that the customer was experiencing issues with his keypad. The customer stated that when he went to do a bolus, the numbers would ramp out of control. The customer's blood glucose was 200 mg/dl. The customer stated that he was attempting to use the insulin pump after being stored away for an extended period. Troubleshooting was done. The customer did not recall any significant events leading up the keypad issues. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Customer stated that he had another newer insulin pump to use as a back-up. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.